Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/2/2020 h3 evaluation: product received for analysis. During sample evaluation, the plate was able to be opened and closed without any issue. Tie strap did not interfere on the correct function of the locking mechanism. The locking mechanism of the reservoir was checked to verify its condition. The sample was evaluated, and during this evaluation, it was noticed that the latch of the plate and its mechanism was in good condition. It was able to be activated and de-activated several times with no issues. In addition, during the manufacturing process, each unit is activated to confirm proper function and inspected to confirm it complies with current manufacturing instructions. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not replicated and is not related to the manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts to obtain the device have been made. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown plastic surgery on (B)(6) 2019 and a reservoir was used, when trying to lock the reservoir after the surgery, it could not be locked. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint (B)(4). Date sent to FDA: 8/28/2020.